Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient fentanyl (2000 mcg/ml at 370.8 mcg/day) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and chronic low back pain. The patient reported that she thought she was having a problem with her pump and then clarified that the healthcare professional (hcp) thought they needed to check her catheter. She experienced sudden severe pain. The hcp reportedly increased her pump by "78%" and nothing was working. The patient stated that she couldn't get an appointment scheduled to check the catheter, even after several phone calls. She reported that she was dying because she was not sleeping. She reported that the hcp had been increasing the dose for a while. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp stated that the event began in (B)(6) 2016. There was no known device issue. A catheter revision wasn't performed; the catheter was checked and appeared to be patent. The patient had rate adjustments and interventional injections. The cause of the reported symptoms wasn't determined. The symptoms had not resolved. The dosages were still been adjusted and interventional injections were being done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.